Manufacturer narrative:
Sensor (B)(4) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer received third-party intervention by son who provided gluco-gel as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no issue was observed with the returned sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly and broken plug corner was observed. An extended investigation was conducted. Visual inspection on the sensor plug assembly revealed the deformed of plug corner. The observed deformation is a known manufacturing issue which causes a disruption in the connection between the connector and the sensor. Data was analyzed from the initial scan and the sensor was found to be in sensor state 5 (indicating normal termination). Therefore, issue is confirmed due to the deformed plug corner. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted. Section d4 (UDI) has been updated as this information was not submitted in the previous report.

Event description:
A customer received a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer received third-party intervention by son who provided gluco-gel as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.